Event description:
During bankart repair, four 3.5mm titanium achors were implanted. The first was implanted without issue, however, the suture broke on the next three. Surgery was successfuly completed with a total delay of 40 minutes. It was reported that no pt injury or procedural complications were experienced.